Event description:
General report received of an unspecified number of undocumented incidents of leaks of unspecified solutions; subsequently, blood loss was noted. The customer contact reported that the solutions leaked at the connection of the peripheral catheters and the extension sets. The peripheral catheters and the extension sets were reportedly, "not mating correctly." The extension sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received.